Manufacturer narrative:
Findings: pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted during testing. Unit had cracked case at display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area and broken reservoir tube lip.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated the buttons were failing and the alarming was going off and was not have any delivery. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.